Event description:
Additional information was received. It was reported that the camera broke down. The camera of this navigation system was malfunctioning. This was noted to be the probable cause. Troubleshooting was performed, it was indicated that the camera needed to be changed.

Manufacturer narrative:
H2, b5: event details have been updated. H2, d10: concomitant product 9735821, ubd: unknown, UDI: unknown. H6: the system was serviced in the field. Optical communication and optical localizer failure was noted. It was noted that the optical camera was unable to be tested. No parts have been replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera could not detect spheres or sensors. There was an ember led. Investigate found camera bump status. There were 3 status messages. Bump detector battery fault, return for service. Bump detected, accuracy assessment recommended. As well as a storage temperature exceeded message. There was no patient involvement.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced. Already reported codes b01, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.